Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to placement difficulty. There were no adverse patient effects. Also, this lead is not in the possession of the field representative.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that lead was attempted due to placement difficulty. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.